Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification.

Event description:
Prior to a prostate cryoablation procedure, the system and needles were tested with no issues reported. During the procedure, one needle presented frost on shaft. A warmed saline gauze was placed on the patients skin and around the needle at the insertion location to prevent injury to the patient. The procedure was completed as expected with no injury to the patient. The needle will be returned to galil for investigation.

Event description:
Prior to a prostate cryoablation procedure, the system and needles were tested with no issues reported. During the procedure, one needle presented frost on shaft. A warmed saline gauze was placed on the patients skin and around the needle at the insertion location to prevent injury to the patient. The procedure was completed as expected with no injury to the patient. The needle will be returned to galil for investigation.